Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts on the most proximal stent row were lifted. The undamaged section crimped stent maximum outer diameter was measured and was within the maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage most likely occurred due to excessive force that could have been applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, 18x2.25mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 20 x 2.25 promus premier¿ drug-eluting stent was advanced however, it was noted that the stent strut was lifted. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, 18x2.25mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 20 x 2.25 promus premier¿ drug-eluting stent was advanced however, it was noted that the stent strut was lifted. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.